Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the remote monitoring system exhibited an alert which indicated a possible issue with the device. No adverse patient effects were reported. The device remains in service.